Manufacturer narrative:
Cardiac perforation is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. Spectranetics lead locking devices were inserted into the leads to provide traction. Multiple spectranetics devices (glidelight laser sheath, 13f tightrail rotating dilator sheath) were used in the procedure. The ra was successfully removed. During removal of the rv lead using the 13f tightrail and its outer sheath, the outer sheath encountered dense tissue. Once it passed through the tissue, unintended forward momentum caused it to perforate the rv. The patient''s blood pressure dropped and imaging detected the injury. The rv lead was removed. Rescue efforts began, including bypass and sternotomy. The rv perforation was repaired and the patient survived the procedure. This event captures the 13f tightrail''s outer sheath which caused the perforation, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.